Manufacturer narrative:
H10: twenty-eight (28) devices of thirty-two (32) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Four (4) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in thirty-two (32) exactamix 1000 ml eva tpn bags. The bags were filed with water. The particulate was noted during the inspection process prior to patient use. There was no patient involvement. No additional information is available.